Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one video and one eea 31mm single-use stapler opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a shallow knife impression and a cross cutting staple was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed secondary, unrelated to the reported condition knife blade damage may occur if the instrument is applied over an obstruction. The file will be closed as not confirmed. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Initial report sent 8/11/2015.

Event description:
Procedure type: low anterior resection. According to the reporter: the eea31 was fired to anastomose the rectum and colon. Only the circular blade fired, the staples did not deploy. A vertical ventral incision (approximately 8-10 cm) was made to access the distal colon. The case was converted to an open procedure. The surgeon dissected the descending colon and used a new eea to complete the surgery. The case was extended by more than 30 minutes. There was unanticipated tissue loss (described as small). There was no bleeding reported in excess of 500 cc. No reinforcement material was used. The patient was stable.